Manufacturer narrative:
(B)(4).

Event description:
The patient experienced no stimulation sensation even when turning the ins up to 10.5v and after reprogramming. She has not charged her device since (B)(6). The message "call your doctor" icon displayed, error code 376. Her ins was over-discharged but was able to get it out of it. The impedance measurements were greater than 3,600 ohms with electrodes 6 and 15. The rest of the electrodes were within range. Additional information has been requested.